Event description:
It was reported that the patient was experiencing discomfort at the implant site as well as inadequate pain relief. It was noted that the implant site heats up and was causing pain and discomfort. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block d6b: explant date: (B)(6) 2025. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).